Event description:
The device was found to operating incorrectly. The pump was delivering 25 ml/hr when set to deliver 60 ml/hr. This was discovered while investigating the pt's unexplained weight loss. Tube feeding was increased on 01/27/99 due to weight loss. The pt was sent to the emergency room on 02/03/99 and found to be dehydrated. The pt was admitted to the hosp on 02/24/99 for dehydration. The outcome at the hosp was unk. The reporter was unsure how long the pump had been malfunctioning. The pump was suspected of working at times and malfunctioning at others.